Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima 24ga x 0.75in sp - 383316 - leakage at adapter tubing junction customer sent video of intima 24 catheter leaking during infusion of saline solution in pediatric ward.

Event description:
No additional information available.

Manufacturer narrative:
Both DHR review and retain sample review cannot be executed without a manufacture lot# based on the video of the defective sample in use, the issue appears to be liquid leakage at the connection location of tubing and adapter. Possible causes include: 1.poor flaring between the extension tube and the metal wedge 2.poor swaging between the extension tube and adapter 3.defects in the raw materials of the metal wedge or extension tube. To mitigate these potential risks, the following monitoring measures are implemented during daily production: 1.in the manual assembly process, in-process inspections include checks on swaging depth and leak testing. 2.in the automated assembly process, 100% inspection is performed on the flaring position and swaging depth, and leak testing is also conducted during in-process checks. Since this customer complaint lacks a manufacture number, both DHR review and retain sample review cannot be executed. Based on the video of the defective sample, the root cause of the defect cannot be conclusively determined.